Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that "ever since my device was implanted, I get an uncomfortable sensation mid chest up through my throat". Device is still in use. No additional patient complications have been reported as a result of this event.